Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced intermittent vibration. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The reported event of no vibration could not be confirmed due to moisture damage. A root cause could not be determined.